Event description:
It was reported that the physician pulled a vacuum, tried to activate the hydrophilic coating, then turned the catheter clockwise. However, placement was not possible as the membrane started to unwrap on the proximal side resulting in the catheter becoming stuck in the sheath. The doctor tried to insert a second intra-aortic balloon (iab) without success. It was noted that the insertion site was femoralis right. The physician used a super arrow-flex (saf) sheath. There were no reported patient complications. Reference MDR #1219856-2010-00473 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.